Event description:
On (B)(6) 2012, patient reported he has experienced hyperglycemia for the past 2 weeks. His blood glucose has elevated to "hi" or in the 400-500 mg/dl range, and his normal blood glucose is under 200 mg/dl. He treats hyperglycemia by delivering a bolus or an insulin injection. The infusion device displayed an e4 occlusion error a few days ago. The infusion headset is changed every 3 days and the tube every 6 days. He changed the cartridge and infusion set, and the e4 occlusion error was resolved. There are air bubbles in the cartridge, and he does not allow insulin to reach room temperature before the cartridge is filled. The air bubbles appear when the cartridge is inserted in the infusion device. A large air bubble was in the cartridge during the troubleshooting call, and he was unable to remove it by priming. The adapter has never been changed, and he was sent replacement adapters. No further issues were noted. Follow-up was completed on (B)(6) 2012. He reported the air bubble concern has been resolved, but he is still experiencing hyperglycemia. His last blood glucose was 248 mg/dl. Patient switched to his backup infusion device using the same accessories for troubleshooting. Follow-up was completed on (B)(6) 2012. His blood glucose returned to normal within 24 hours of switching to the backup infusion device. His last blood glucose readings were 94 and 102 mg/dl. The infusion set, adapter, and cartridge were discarded and are not available to be returned for evaluation. The infusion device was replaced and requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.